Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. However, information from the field indicates the issues with the electrical values were consistent with the microdislodgement of the lead.

Event description:
During follow-up, decreased impedance and a high capture threshold was observed on the right ventricular (rv) lead. Diagnostic imaging was performed and confirmed that the rv lead was dislodged. During the revision surgery, the lead was successfully repositioned. The patient's condition was stable following the procedure and there were no adverse consequences.